Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 29 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that currently the aortic neck has disease progression with aortic neck dilatation and the aneurysm is 6 cm in diameter. The patient had regular follow-up visits prior to this event. The patient presented emergently with back pain and the CT scan revealed that the talent bifurcated stent graft had migrated distally 1 cm resulting in a proximal type I endoleak. The next day an endurant aortic cuff 363649 was implanted and the migration and proximal type 1 endoleak were resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, stent graft migration); patient's condition affected effectiveness of device (aortic neck dilatation and disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and disease progression).